Event description:
The reporter indicated the surgeon implanted a 12.0mm ticm120v4 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to glare/halos. The lens was not exchanged for another lens.

Manufacturer narrative:
Method: - work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. Medical review - glare/halos are a subjective perception of starbursts of light (light around or coming off objects/light sources). Usually more detectable at night time, but it can also be detected during daytime. Potential causes are: residual refractive errors, optical zone of the treatment/implant smaller than pre-operative pupil size in mesopic conditions, decentered treatment/implant, light from the iridotomy sites, etc. Usually the perception of glare is transient, only related to some lighting conditions and diminishes/disappears over a course of weeks/months. In some cases the perception may persist and be significant. If the patient is having significant disturbances and if the implant is the source of glare, it can be explanted through the same incision. Conclusion: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4) new incision. Secondary surgery. Glare. Lens explanted. (B)(4).